Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted. Device received with corroded battery tube corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error alarm. The customer's blood glucose unknown. The customer stated that she has a critical pump error on her insulin pump it has the open book with arrow pointing at the book on the screen and she cant get it to turn off. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The customer was advised that to discontinue use of the pump and recommended customer refer to back up plan. The insulin pump will not be returned for analysis.